Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the implantable pulse generator (ipg) site in the chest and the scalp at the lead extension connector. The physician explanted the ipg and lead extensions and administered antibiotics to the patient. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7125584. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7126593.